Manufacturer narrative:
Additional information: b5, b6 and e1. B5: upon follow up it was reported that on an unknown date, the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The same day as the event onset, the patient was treated with injection meropenem (1gm, once a day, intraperitoneal, discontinued after 1 day), injection vancomycin (1gm, every 72hrs, intraperitoneal, ongoing). Two days after event onset, ceftazidime (1gm, once a day, intraperitoneal, ongoing) was started for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.